Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with sensor and blood glucose readings. The customer states they are receiving alarms on an incessant basis. The customer's setting were reviewed, and it was noted that the device settings were set for 20 minute repeat for low alarms. The customer was advised to speak with their trainer and review settings. The customer had a blood glucose level of 45mg/dl while sensor was 110mg/dl. The customer was advised on calibration tips. The customer declined to conduct troubleshoot.